Event description:
When patient was ready to come off of bypass, arterial head alarmed and shut off. Pump was turned off and then back on. Mini pump head continued to shut off and alarm with error #000002. Had to hand crank in order to provide volume to pt.